Manufacturer narrative:
It was reported to abbott the patient could not connect to the ipg with external devices following an unrelated surgery. Troubleshooting was able to resolve the issue. Therapy restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient could not connect to the ipg with external devices following an unrelated surgery. Troubleshooting was able to resolve the issue. Therapy restored.